Manufacturer narrative:
(B)(4). Additional information requested but not available: can you please clarify what problems the product presented? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The analysis found that one pse45a device was returned in good visual condition and with one ecr45b cartridge loaded on the device. The reload was received fully fired and in good visual conditions. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a appendectomy procedure, the product presented problems. Another like device was used to complete the procedure. There were no adverse consequences for the patient.